Event description:
It was reported that when the patient went to her last appointment in october, the healthcare provider (hcp) checked her device and told her it was off. The patient told the hcp she had been to a court house that had a metal detector prior to the appointment. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved.

Manufacturer narrative:
Product ID 3389s-40, lot# va03ykj, implanted: 2012 (B)(6); product type lead product ID 3389s-40, lot# va03ykj, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708640, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708640, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).